Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements. There was no noise observed. Threshold measurements are stable and within range. Troubleshooting was discussed with the health care professional (hcp). The plan is to continue to monitor the lv lead at this time. No adverse patient effects were reported. The lead remains in service.

Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements. There was no noise observed. Threshold measurements are stable and within range. Troubleshooting was discussed with the health care professional (hcp). The plan is to continue to monitor the lv lead at this time. Additional information was received that this left ventricular (lv) lead is continuing to exhibit a rise in pacing impedance measurement, greater than 2000 ohms. In addition, upon review of presenting electrogram (egm), the lv lead is exhibiting loss of capture. Technical services (ts) provided troubleshooting options with the health care professional (hcp) and recommended further follow up. The hcp will plan to follow up with the patient. The lv lead remains in service at this time. No adverse patient effects were reported.